Event description:
A customer reported that while trying to connect the vitrectome, following the steps as indicated on the screen, the vitrectome would cut but the aspiration would not work properly and the irrigation would stop continuously. It was also reported that the blue aspiration tubing was difficult to remove from the vitrectome after use. Additional information was received from a company sales representative indicating the surgery was completed by using a new vitrectome. There was no patient harm reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown. (B)(4).